Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: a review of the pump history showed power reboots. There were visible cracks on the display screen. The pump audible tones were functional but the display screen was blank. Not able to adequately investigate the compliant due to the blank display and damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue; pump lost power after the patient fell while wearing the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.